Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: pt was implanted on an unk date with a pt specific implant, a plate. The pt developed an infection and was returned for hardware removal, dates unk. No further info is available. This is 2 of 3 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.